Manufacturer narrative:
If additional information is received a follow up report will be submitted.

Event description:
Additional information was received that the revision surgery is scheduled for (B)(6) 2016 and only the mandible will be replaced.

Manufacturer narrative:
The product was not returned, therefore the patient matched tmj case (B)(4) was evaluated. The complaint was confirmed through pictures sent by the sales representative. The most likely underlying cause cannot be determined. The afmea lists possible causes as tissue necrosis and also states that surgeon must be properly trained. There are no indications of manufacturing defects. The IFU has precautions including ¿the device is limited to surgeons who are adequately trained in the use of the device through hands-on and educational course work. In all cases sound medical practice is to be followed and the surgeon must select the type of device appropriate for treatment."

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records were reviewed and no non-conformances were identified. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
The sales associate reported a revision is planned, however the reason for the revision was not provided. The sales associate provided a photograph showing an exposed mandibular plate. At this time, it is not known if the exposed plate is the sole reason for the revision. The patient had a full mandible with fossa implants in 2013. He reported the surgeon now wants to do a fibula graft and he is not sure at this point if he will be removing the entire mandible and fossas or just the mandible.